Manufacturer narrative:
On 11/7/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample, it was observed creases in both views. Leak testing was performed and it revealed a tear measuring approximately less than 0.1 cm within a crease in the posterior aspect. No other anomalies were discovered. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Also, in the initial report, the reference stated asr/psr reference number (B)(4). It should be asr reference number (B)(4). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 9/27/2019, mentor became aware that replacement device serial number (B)(4) was implanted on the left side and serial number (B)(4) was implanted on the right side. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. -expiration date has been updated as per mre completion. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor asr/psr reference number: (B)(4). On 8/20/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right implant deflation. Concomitant products: left side; 500cc mentor smooth round moderate plus profile; catalog number: 3502500; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr/psr reference number: (B)(4). It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a 500cc mentor smooth round moderate plus profile and was presented with right side breast implant deflation postoperatively. As a result, patient underwent bilateral explantation and replacement on (B)(6) 2019 with catalog number 350-2600 and serial numbers: (B)(4).